Manufacturer narrative:
Lot number is not available; therefore, MFR and expiration date cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
In 2008, boston scientific was informed that during a colonoscopy, when the user went to apply the resolution clip device, it could not come out of the sheath. Another of the same device was used to complete the procedure without any complications. Pt is "fine".